Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, the device found to be in backup vvi mode. Device code download was performed and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.